Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
Case #: (B)(4). Case subject: npi 8015 error 800.8000. Account name: (B)(6). Account #: (B)(6). Asset name: 8015bd pcu dom v9.33.1.2 a/b/g/n asset. Location: (B)(6). Patient or user involvement: no patient or user harm: no case description: (B)(6) had error 800.8000 in the error logs. Pcu8015 sn (B)(4) failure device type: failure problem type: failure mode: case resolution: I recommended (B)(6) to attach a lvp8100 to the pcu8015 and set up basic infusion at 125 ml/hour and vtbi at 9999. (B)(6) will run the test over the weekend. He will check it back on monday. If the error is repeatable, (B)(6) will re-flash poc software. If he can not replicate the error, (B)(6) will complete pm on the unit and put the unit back in circulation.